Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 418mg/dl. Customer also reports that insulin pump alarmed for replace battery now without low battery alert prior to alarm and power error detected. Customer performed troubleshoot but did not resolve the issue. Customer also had low blood glucose of 80mg/dl. Customer¿s current blood glucose was 300mg/dl. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error, power loss alarm and replace battery alert. The power management tool confirmed power error, power loss alarm and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.